Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 09/15/2016 to present date 11/21/2020, and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 (B)(4) for out of calibration which does not correlate to the customer reported issue. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device received a constant tubing occlusion message. There was no patient involvement.